Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a low battery alert less than 1 week. It was also reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was 55 mg/dl. Troubleshooting was done for alarm, but not for low blood glucose levels. Nothing further reported.